Event description:
In (B)(6) 2006, patient was implanted with a depuy asr hip implant on his left side. Patient has experienced discomfort, groin pain, and soreness, mainly with sitting, as well as the instability to sleep on his left side. Surgeon suggests revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
In (B)(6) 2006, patient was implanted with a depuy asr hip implant on his left side. Patient has experienced discomfort, groin pain, and soreness, mainly with sitting, as well as the instability to sleep on his left side. Surgeon suggests revision surgery. ***update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.